Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test. No missing segments was noted. However, the display screen was bleeding. The address and serial number label was inspected and no anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a line on the bottom of the screen, as if the ink was bleeding or leaked. The customer stated that the insulin pump was working fine but she had to tilt the insulin pump to see the bottom of the liquid crystal display screen. The customer's blood glucose was 123 mg/dl. Upon a battery replacement, the display did not return to normal. She stated that the insulin pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.